Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery compartment threads were stripped and changing the battery was difficult. The customer also reported that the insulin pump had a bad battery alert and a low battery alert. Blood glucose level at the time of the incident was not provided. The customer was advised that the battery cap would be replaced and did not return the product for analysis.